Event description:
Medical affairs spoke to pt. Based on the info that was provided by the pt, this case is being reported as a malfunction. Pt was unwilling to go into detail of what happened. They mentioned they were unable to get their meter to give a reading for about a week and in 2004, they were taken to the hosp and was there for a week. They did not elaborate any further. They do not know the following: what their reading was when they were taken to the hosp, the treatment or the diagnosis. Pt did not disclose, if they were experiencing any symptoms or if they took their diabetes medication when meter was not working. Customer service walked pt's friend through a test and meter still did not start. Customer service is sending a new meter, strips and control solution. Based on the info provided, this case is being reported as a malfunction. Due to the lack of info, there is no evidence if a serious injury occurred.